Manufacturer narrative:
Additional information was received on 13-jul-2023 and the product code for the cable was provided. Therefore, the concomitant product section was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E 1. Initial reporter phone : (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31002359l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered diaphragmatic paralysis. It was reported that there were no error codes. No product failure. Pulmonary vein isolation (pvi) was performed for afib, and phrenic nerve disorder occurred during the ablation at the anterior right pulmonary vein (rpv). The procedure flow was as follows: after creating pre-map, tag to the ablation line by an ablation catheter and the phrenic site by the ablation catheter pacing were created. Then, the ablation was started. After ablating rpv multiple times, pacing was performed again at the site that had been previously tagged at the phrenic site by the ablation catheter, but no phrenic movement was confirmed. Because the procedure was performed under general anesthesia and ventilation management, the presence or absence of the spontaneous breathing could not be immediately confirmed. The closest pre-acquired phrenic site and the ablation point were 12 mm apart. After completing pvi procedure, they waited for the patient to awaken from anesthesia and the diaphragmatic movement with spontaneous breathing was confirmed by fluoroscopy, which showed some weak diaphragmatic movement. The patient is expected to be followed up for further observation. Although the causal relationship with the event was unknown, after connecting the ablation catheter and piu with the cable, the temperature was not displayed on the generator, so the cable was replaced, and the temperature was displayed normally. Timing was after ablating anterior rpv multiple times. Pvi was done and the procedure was completed. The physician¿s opinion on the cause of this adverse event was that it was procedure or patient condition related. No intervention was provided. Outcome of the adverse event was improved. The patient did not require extended hospitalization because of the adverse event.